Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer. The technical support team assisted the customer by providing pump reset information, and the customer successfully reset the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support again if the malfunction code reappeared.